Event description:
Additional information received that the doctor and patient don't feel the infection was device related. The representative was unsure of the cause of the bladder infection. Patient was placed on antibiotics to clear the bladder infection. Her device batteries, programs, and the controller batteries were changed. Troubleshooting was performed throughout the original test, and during the extended test due to patient's bladder infection. Patient was home from rehab with a clean bill of health. We are working on scheduling her for implant in the next week or so.

Event description:
It was reported that there was a bladder infection on the day of the call. Follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).